Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was scrolling when attempting to enter their carbohydrates. Customer stated they were unable to resolve the issue with a battery change. Customer's blood glucose was 460 mg/dl. Customer treated their blood glucose with the insulin pump. The customer reported moisture exposure from sweat to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.